Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image and a communication error e216. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the available evidence and the completed investigation, the malfunction is most likely attributable to a component failure. No image and error e216 due to fluid invasion inside scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.